Event description:
3m¿ comply¿ thermalog¿ steam chemical integrators are exploding in sterile instruments packages and or sets when being processed. Sterile integrity of instruments/ packaging are becoming compromised. Item# 32070090; ref# 2134mm; lot# 202512gc; lot# 202512ga.